Event description:
It was reported that the device was explanted after an implant duration of 7 yrs. The reason for explant is unk. No further details were provided. Info learned from implant pt registry. Info received on 03/27/2008: device was explanted due to regurgitation, insufficiency, and perivalvular leak. Info per surgeon.

Manufacturer narrative:
Device not returned.